Event description:
Sevoflurane vaporizer on anesthesia machine turned on to 3% - no sevoflurane tracing noted. Desflurane turned on and tracing noted. Sevoflurane vaporizer replaced with forane vaporizer and end tidal trace of agent obtained.